Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that upon waking up in the morning, the patient noticed that the infusion set's tubing got disconnected from the plastic ring on the body and it was tickling between the toes. At that time, the patient's blood glucose level was at 8.8 mmol/l and the patient changed the infusion set. The site location of the infusion set was left buttock with the pump located above left shoulder next to the pillow. The patient's movement during sleep could have led to the tubing detachment although there was no stress or pull on the tubing. No further information was available.